Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler¿s screen went blank during step 7 of setup last night. Patient pressed ok, stop, and touched the screen but screen remained blank. Rebooted cycler, ok and stop keys lit up but the screen remained blank. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient will perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. Last treatment completed on current cycler was on (B)(6) 2021. There was no patient involvement or adverse event indicated. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during step 7 of setup of their peritoneal dialysis (pd) treatment. The ok and stop keys were touched, the screen was touched, but the screen remained blank. The ok and stop keys made a sound when pressed. The cycler was rebooted, the ok and stop keys lit up, but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested, however; was not provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction:b5.